Event description:
This case was initially received via regulatory authority (B)(4) on 02-may-2017. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("ultrasound showed displacement of one insert and present about 1 cm in uterus") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced uterine pain ("uterine pain every day"), arthralgia ("joint and muscle pain in upper limbs and backbone"), musculoskeletal pain ("joint and muscle pain in upper limbs and backbone") and asthenia ("constant asthenia"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure inserts by subtotal hysterectomy.). Essure was removed. At the time of the report, the device dislocation, uterine pain, arthralgia, musculoskeletal pain and asthenia outcome was unknown. The reporter provided no causality assessment for arthralgia, asthenia, device dislocation, musculoskeletal pain and uterine pain with essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: one insert present about 1 cm in uterus. Further company follow-up with the regulatory authority is not possible. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced a device dislocation: ultrasound showed displacement of one insert and present about 1 cm in uterus. The consumer was submitted to a subtotal hysterectomy to removal essure inserts. Device dislocation is anticipated in the reference safety information for essure. Other non-serious events were also reported. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). In this case, the ultrasound revealed a proximal dislocation into uterus. Although the exact date and mechanism of this dislocation were not known, given its nature it was considered as related to essure therapy. This case was regarded as incident since device removal was required. A product technical analysis is being sought. Further company follow-up is not possible.

Manufacturer narrative:
Bayer case number: (B)(4). Ultrasound showed displacement of one insert and present about 1 cm in uterus [device dislocation], left migrated essure perforated the left fallopian tube [fallopian tube perforation], infiltration of cells with an intermediate trophoblastic appearance [hydatidiform mole], slight chronic inflammation of the left tube [salpingitis], uterine pain every day [uterine pain], joint and muscle pain in upper limbs and backbone [painful joints], joint and muscle pain in upper limbs and backbone [back pain], constant asthenia [debility], pelvic pain [pelvic pain female], vaginalis infection [tv trichomonas vaginalis], degenerative lumbar discopathy staged on left convexity lumbar scoliosis. [Scoliosis]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 02-may-2017. The most recent information was received on 06-feb-2025. This spontaneous case was originally reported by a lawyer and describes the occurrence of device dislocation ("ultrasound showed displacement of one insert and present about 1 cm in uterus"), fallopian tube perforation ("left migrated essure perforated the left fallopian tube"), benign hydatidiform mole ("infiltration of cells with an intermediate trophoblastic appearance") and salpingitis ("slight chronic inflammation of the left tube") in a 39 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the day of essure insertion, she experienced uterine pain ("uterine pain every day"), arthralgia ("joint and muscle pain in upper limbs and backbone"), back pain ("joint and muscle pain in upper limbs and backbone") and asthenia ("constant asthenia"). On unknown date she experienced device dislocation (seriousness criteria medically important and intervention required), fallopian tube perforation (seriousness criteria hospitalisation and medically important), salpingitis (seriousness criterion medically important), pelvic pain ("pelvic pain"), vaginal infection ("vaginalis infection") and scoliosis ("degenerative lumbar discopathy staged on left convexity lumbar scoliosis.") And was found to have benign hydatidiform mole (seriousness criterion medically important). The patient was treated with surgery (removal of essure inserts by subtotal hysterectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the outcomes for device dislocation, fallopian tube perforation, benign hydatidiform mole, uterine pain, arthralgia, back pain, asthenia, pelvic pain, vaginal infection and scoliosis were unknown. The reporter considered benign hydatidiform mole, fallopian tube perforation, pelvic pain, salpingitis, scoliosis and vaginal infection to be related to essure administration. No causality assessment was received for essure with regard to uterine pain, arthralgia, asthenia, device dislocation or back pain. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] (date unknown): results: one insert present about 1 cm in uterus. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: device dislocation.the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. The most recent follow-up information incorporated above includes data received on: 06-feb-2025: upon receipt of new follow up it was identified that argus cases (B)(4) are duplicate of each other, therefore argus case (B)(4) needs to nullify from argus database. All information, references, source documents , reporters, events (fallopian tube perforation, benign hydatidiform mole, salpingitis vaginal infection, pelvic pain & scoliosis ) & all relevant information has been transferred to retention case. (Legacy device number 2951250-2025-00077). Further company follow-up with the regulatory authority is not possible. Case comments: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(6)) on 02-may-2017. The most recent information was received on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("ultrasound showed displacement of one insert and present about 1 cm in uterus") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced uterine pain ("uterine pain every day"), arthralgia ("joint and muscle pain in upper limbs and backbone"), back pain ("joint and muscle pain in upper limbs and backbone") and asthenia ("constant asthenia"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure inserts by subtotal hysterectomy.). Essure was removed. At the time of the report, the device dislocation, uterine pain, arthralgia, back pain and asthenia outcome was unknown. The reporter provided no causality assessment for arthralgia, asthenia, back pain, device dislocation and uterine pain with essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: one insert present about 1 cm in uterus. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: device dislocation. The analysis in the global safety database revealed 1.182 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality safety evaluation of ptc. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.